Event description:
Procedure type: hernia. According to the reporter: following the initial surgery, the pt allegedly developed abdominal inflammation, abscesses, drainage, and infection, and was caused to incur and undergo add'l surgical procedures.

Manufacturer narrative:
(B) (4).